Event description:
It was reported that this patient was undergoing an ablation procedure and the cardiac resynchronization therapy defibrillator (crt-d) was programmed into MRI protection mode instead of electrocautery protection mode. During the ablation, pacing was inhibited for the patient due to oversensing of the pulse field energy from the ablation device. There was pacing inhibition greater than 2 seconds with asystole. The patient rhythm returned when ablation was paused. To continue the ablation procedure an electrophysiology (ep) catheter was used to pace. This ep catheter was placed in the venous access into the apex of the right ventricle. The ablation procedure was completed and the crt-d was operating as normal afterwards. All measurements were found to be within normal limits. This crt-d remains in service. No additional adverse patient effects were reported.